Manufacturer narrative:
H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3, h6 (patient). H11: b3, b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that six months and two days post a stent placement procedure for the proximal, mid and distal superficial femoral artery stenosis, the subject had an adverse event of restenosis on the long femoropopliteal stenting and cyanic appearance of the right forefoot. Reportedly, the adverse event was possibly related to study device and not related to study procedure. However, the subject underwent target limb re-intervention on the target lesion instent restenosis by using drug coated balloon, percutaneous transluminal angioplasty with initial stenosis of 90% and final residual stenosis of 0%. It was further reported that one year and ten months post a stent placement procedure, the subject had an another adverse event of bilateral night pain in the toes relieved by otostatism, pain waking him up every night with critical bilateral lower limb ischemia leading to revascularization surgery. Reportedly, the adverse event was possibly related to study device and not related to procedure. However, the subject underwent target limb re-intervention on the target lesion instent restenosis by using drug coated balloon with initial stenosis of 90% and final residual stenosis of 0%. Reportedly, the re-intervention was successful. The current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that eight months and seven days post a stent placement procedure for the proximal, mid and distal superficial femoral artery stenosis, the subject underwent target limb re-intervention for instent restenosis. It was further reported that drug coated balloon, percutaneous transluminal angioplasty was used in re-intervention with initial stenosis of 90% and final residual stenosis of 0%. Reportedly, the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately eight months and seven days post stent placement procedure for the proximal, mid and distal superficial femoral artery stenosis, the subject underwent target limb re-intervention for instent restenosis. It was further reported that drug coated balloon, percutaneous transluminal angioplasty was used in re-intervention with initial stenosis of 90% and final residual stenosis of 0%. Reportedly, the re-intervention was successful. The current status of the patient was unknown.